Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes failed and was associated with cannula clogging concerns, with the issue described as related to flow restriction rather than adhesion; insertion technique was reviewed and no issues were identified. The event occurred during set-up. There was no patient injury.